Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused the patient to have three big ulcers on the forehead. The ulcers were seen after procedure when the device was removed. However, the patient did not undergo surgery for the injury. There were other problems with the device: short wires, low sensitivity, and frequent disconnection.